Event description:
It was reported that the user¿s ilet pump would not hold a charge despite two days on a charger that displayed a solid green indicator, and the pump powered off immediately upon removal from the charger; a replacement pump was provided. Symptoms included no reported adverse clinical effects. Outcomes included interruption of intended insulin delivery and device replacement to restore therapy. Investigation included remote case review and assessment of the reported power and charging behavior. Investigation of this case revealed a suspected pump power or battery performance issue consistent with battery depletion or charging failure, with no evidence of external damage based on images provided. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the power subsystem.

Manufacturer narrative:
Investigation description: complaint was confirmed through engineering logs; the device did not charge while on charging pad. The issue is likely to be a power circuit issue with the mainboard. The mainboard will need to be replaced.